Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
If you do not connect correctly and it is crooked it will spray back. If you do not get it connect correctly and/or crooked it will not work properly it is a piece of junk need to go back to where it came from. Either change pumps so we can use good stuff or throw this junk in the trash and get something that actually works.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of connection issues could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
No additional information provided.